Manufacturer narrative:
Corrected field : b5 , b6 , b7 , h6 ( health effect ¿ impact codes ). Updated fields: b4, d9, g1 (contact person ¿ mfg site) , g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) went to check and found that the alarm autofill machine failed. Checked and found that the vacuum and pressure production sets were deteriorated, damaged. Informed the customer that a quote must be made to replace the spare parts. The customer has not approved the repair and the device not yet repaired.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a autofill fail. No patient involvement reported.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h11. Corrected fields: d9, h3, h6(type of investigation, investigation conclusions). A getinge field service engineer (fse) inspected the unit and found that the alarm autofill system had failed. Further investigation revealed that the vacuum and pressure generation unit was worn out and damaged. The fse replaced the 5000-hour pm kit and the safety disk. After replacing the parts and performing functional testing, the machine operated normally. The repair was completed, and the customer was notified.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, type of investigation).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4, h6 (component code, investigation conclusion).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra- aortic balloon pump unit had a autofill fail. No injuries or deaths reported.